Event description:
A pt was injured while being moved in an uno 102 pt lift/hoist. According to the facility, the pt lifted to the maximum height when the scale adapter broke causing the pt to fall. While the pt has taken to the hosp, the facility has not released any details of possible injuries. The equipment was immediately taken out of service. Facility's local distributor inspected the hoist the following day. It was observed the lift arm's extension linkage had been removed, and the scale adapter was incorrectly mounted directly inside the lift arm. This caused the scale adapter to bind inside the lifting arm and eventually break. It is the position of facility that the accident occurred because the equipment had been altered in an unapproved and unsafe way.